Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of aspirin and 20mg of xarelto. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The physician switched the patient from xarelto to coumadin in response to this event. Three (3) months later the patient had a repeat tee procedure. The imaging showed no thrombus present, and the patient was switched to dual antiplatelet therapy (dapt). The patient came in for an eight (8) month follow up tee imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The patient is now on a medical regiment of eliquis and aspirin.